Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00521; 3005168196-2017-00522.

Event description:
The patient was undergoing a coil embolization procedure in the hypo gastric artery using pod packing coils (podj coils) and ruby coils. During the procedure, the physician advanced a podj in the target vessel using a lantern delivery microcatheter (lantern); however, the podj coil was too long for the aneurysm and therefore, the physician decided to remove it. While removing the lantern and the podj coil altogether, part of the podj coil was out of the tip of the lantern and got caught with the base catheter; subsequently the podj stretched after removal. The lantern was then flushed and re-inserted into the patient¿s body. While using a ruby coil with the lantern, the physician lost access to the target vessel and decided to remove the lantern and the ruby coil altogether. However, while retracting the lantern, part of the ruby coil was out of the tip of the lantern and got caught with the base catheter and subsequently, the ruby coil became stretched after removal. Next, the physician flushed the lantern and re-inserted it into the patient¿s body. While using a new ruby coil with the lantern, the physician loss access in the target vessel again and decided to withdraw the ruby coil; however, while retracting the ruby coil, the physician pulled the ruby coil at an angle and the ruby coil pusher assembly became bent. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.